Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their device per manufacturer guidance. In turn, the device became inoperable. The patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since been reportedly resolved.